Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case.  Please reference related manufacturer report no: 2015691-2020-12653 .the delivery system was not returned to edwards lifesciences for evaluation.  A review of imagery provided showed the following:  imagery of distal portion of delivery system with valve on balloon. Balloon torn proximal to I/c (inflation to crimp balloon) bond and balloon wings flared; cine imagery reveals the valve positioned in the annulus. Based on imagery provided, the complaints for delivery system withdrawal difficulty valve, through sheath and balloon torn can be confirmed. During manufacturing, the balloons are 100% inspected for any defects. The crimp balloon double wall thickness is 100% dimensionally inspected. The commander delivery system is 100% leak tested. Additionally, the work order underwent product verification testing for lot release.  These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. A device history record (DHR) review was performed and revealed no manufacturing issues that may have contributed to the reported event.  A lot history review was performed and revealed no other similar complaints for delivery system withdrawal difficulty valve, through sheath and balloon torn. A review of complaint history from (B)(6)2019 through(B)(6)2020 revealed additional similar returned complaints for the commander delivery system (all models and sizes) for delivery system withdrawal difficulty valve, through sheath. The complaints were confirmed. Available information suggests that patient/procedural factors contributed to the complaint event. A review of the risk management documentation was performed and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints for delivery system withdrawal difficulty valve, through sheath and balloon torn were confirmed based on applicable imagery. A review of lot history, complaint history, and DHR, did not provide any indication that a manufacturing non-conformance contributed to the event. A review of manufacturing mitigations supports that the delivery system has proper inspections in place to detect issues related to the complaint event. A review of IFU/training materials revealed no deficiencies. As identified in a product risk assessment, high valve alignment forces can be a potential root cause for separation of the crimp balloon material proximal to the inflation balloon to crimp balloon bond. Per report, the patient vessels were ¿extremely tortuous¿. As per the training manual, ¿if valve alignment is not performed in a straight section, there may be difficulties performing this step which may lead to delivery system damage and inability to inflate the balloon.¿ under simulated conditions (simulated tortuous anatomy), a previously performed engineering study was able to recreate high valve alignment forces. However, per report ¿the valve was aligned in a straight section¿ and no imagery was provided of valve alignment, this root cause is unable to be confirmed. When the crimp balloon was separated proximal to the I/c bond, the balloon wings may have been more susceptible to catching on the sheath distal tip while retrieving the valve through the sheath. The tortuosity in the patient vessels may have further complicated retrieving the delivery system coaxially as well. Available information suggests that patient (tortuosity) and procedural (high valve alignment forces/withdrawal of torn balloon) factors may have contributed to the reported event. However, a definite root cause is unable to be determined. Since no confirmed edwards defect was identified in the evaluation, no preventative or corrective actions (CAPA) are required. However, a CAPA was previously initiated to incorporate existing instructions in training materials into IFU documents to help mitigate against the balloon torn failure mode. A product risk assessment has been initiated to assess the risks associated with the balloon torn failure mode, root cause investigation, and corrective action.

Manufacturer narrative:
Additional information received from the physician¿s office clarified that approximately 7 weeks post tavr procedure, the patient was seen for a symptomatic hematoma.  The hematoma was drained and a wound vac was placed.  There was no mention of abscess or infection.  The patient was doing well at follow up with no additional treatment or intervention scheduled. According to the instructions for use (IFU), bleeding and hematomas are potential adverse events associated with the transfemoral transcatheter aortic valve replacement procedure. Post surgical bleeding (including hematoma and pseudoaneurysm development) may occur immediately after the surgery or there may be a delay.  In addition to suture failure, blood clotting problems can cause continued bleeding despite apparent successful closure.    According to literature review, and as documented in a clinical technical summary written by edwards lifesciences, vascular complications are a well-recognized complication of the transfemoral tavr procedure in this elderly population with multiple co-morbidities. Edwards has reviewed many reports, including screening data records and source documentation of vascular complications and has found that the root cause is typically related to a combination of vessel size, tortuosity and calcifications. Although the incidence is decreasing with smaller sheath/delivery system sizes and physician experience, there will continue to be cases in which vascular complications will occur. The thv physician training manuals instruct on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manual instructs the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators, as needed. It also notes that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. Pre-procedure screening and assessment of the femoral/iliac artery internal diameters will enable the clinician to determine if the thv valve can be delivered transfemorally. Assessment of location and amount of circumferential calcium will aid in determining areas of reduced vessel diameters. The operators are trained to measure minimum vessel diameter taking calcium into account. Despite the best screening tools, a small percentage of patients will have femoral/iliac vessels that are not amenable to the trans-femoral approach or where increased resistance is encountered during insertion of devices. In many cases, the vessel minimum luminal diameter (mld) may be borderline or below the indicated size. In addition, significant calcification and/or tortuosity, not always appreciable on imaging, could be contributing factors to the event. In this case, the cause of the hematoma post tavr is unknown.  The groin site was stable upon discharge. However, it is possibly due to patient factors (mld) and/or procedural factors (device manipulation, femoral cutdown).  The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Manufacturer narrative:
Updated section g3.  This report is related to medwatch report mw5096167.  No new information was provided in the voluntary report.

Manufacturer narrative:
UDI number: (B)(4).  Investigation is ongoing.

Event description:
As reported, during a transfemoral transcatheter aortic valve replacement (tavr) procedure with a 26mm sapien 3 valve, the valve was aligned in a straight section and there was no resistance noted. The tortuosity did not straighten out with the initial delivery wire and was extremely tortuous. The team positioned and attempted to deploy the valve but had no visible inflation of the balloon. There was a ¿break in the balloon at the junction of the balloon and shaft material¿. An attempt was made to remove the crimped valve through the sheath but was unsuccessful. A tine was caught at the tip of the sheath and was unable to get the valve back in the sheath.  An attempt was made to remove the system as a unit but was stuck at the right common femoral artery. A cutdown was performed to remove the system.  The surgeon commented that he could not pull the valve out because there was something ¿like a barb on a hook¿ that was preventing him from sliding the valve out of patient¿s arteriotomy. New systems were prepped (26mm sapien 3, dryseal, lunderquist wire) and was able to position and deploy the valve successfully. A paravalvular leak (pvl) was noted and a post dilation was performed with a 26mm true balloon with end result of trace pvl. The access site was surgically closed and the patient is stable post procedure.

Manufacturer narrative:
Additional information was provided.  A call was received from the patient 49 days post tavr notifying edwards lifesciences that during a recent ultrasound of the groin, he was told the area was infected.  At the time of the call the patient had not seen the implanting physician after being notified of the latent infection.  There is no information of the cause or treatment of the possible infection.  Additional information was requested by the implanted hospital but was not forthcoming.  If information is obtained, this file will be re-evaluated, and an additional supplemental report will be sent.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.